Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted during testing. The insulin pump was unable to prime during prime test due to faulty force sensor. No excessive no delivery alarm noted during testing. The motor was tested outside of the insulin pump and passed. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked reservoir tube and cracked battery tube threads.

Event description:
It was reported the customer had a motor error alarm during a prime and fill tubing process. Customer did not expose their insulin pump to a high magnetic field. The customer's blood glucose was 7.5 mmol/l. The customer stated they were able to rewind their insulin pump. It was also found the motor error alarm persisted after a battery change. The insulin pump will be replaced. No additional information provided.